Event description:
Doctor was gowning and gloving for procedure and immediately identified that his left hand glove had three holes between his index finger and thumb. He had not touched any equipment and removed the glove and replaced prior to surgery. On another date, the scrub nurse opened gloves for surgical nurse. Gloves ripped when donning. These were discarded. Later in the day another pair of gloves were put on and the care provider noted multiple micro holes in glove. No packaging/gloves were saved.